Event description:
The consumer reported her husband used the prod for one hr on his skin. When the patch was removed, the consumer described skin removal resulting in an open sore. Medical attn was not sought at the time of the incident, and it is unk how the area was treated.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.